Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to bleeding. The patient received a tracheostomy 2 weeks after pump implant. On (B)(6) 2021, heavy bleeding started at the tracheostomy site which resulted in resuscitation. The patient expired due to this bleeding. The pump performed as intended. The outcome was not device or therapy related. No autopsy will be performed. The device will not be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case.